Event description:
It was reported that the catheter became entrapped on the guidewire. A v-14 control wire and a 3.5mm x 40mm x 146cm coyote es balloon catheter were selected for use for a celiac stenting procedure. However, during the procedure, the devices became stuck. The wire was sloppy wet and the balloon was flushed with heparin saline. It was very difficult to pull off the wire. There were no patient complications nor injuries reported and the patient was fine.